Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had had a slack image, on and off. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light transmission was not given or was too low; the light guide (lg) bundle of the insertion section was broken; the charged coupled device(r-unit) was broken, resulting in no image display; and the protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely that the most probable cause of the reported malfunction image not displayed due to broken charge-coupled device (r-unit). Additionally, the light transmission was not given or was too low due to the broken light guide (lg) bundle of the insertion section and other additional malfunctions identified during the investigation is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.